Event description:
Remote monitor advised aicd not functioning appropriately. Interrogated by rep who found rv lead fractured and device oversensing with impedances under 200. Removed and replaced lead and device.